Manufacturer narrative:
A fracture of the cable was found at 9-9.5cm from the pin consistent with fatigue. The abrasion found most likely contributed to the noise problem that was observed in the field.this fracture is consistent with the observation from the field of oversensing. Other damages found on the lead are consistent with damages that occurred during the explant procedure.

Event description:
It was reported that oversensing on the ra lead was noted. The lead was replaced. During explantation, isolation damage was observed on the lead. The patient was in good condition after the procedure.